Manufacturer narrative:
On 14th october 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing was performed, and no malfunction were observed. Review of in vivo raw sensor data showed optical instability in all sensing areas around the time frame of the reported inaccuracies. In an associated case where user reported an infection at the insertion site, with symptoms of bruising and discharge from the incision. The onset of this event most likely contributed to the optical instability observed, and the consequent inaccuracies. B4.date of this report 12 jan 2026. G3.date received by the manufacturer? 12 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4310.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.